Manufacturer narrative:
The customer contacted the olympus technical assistance center (tac), and troubleshooting was performed. The customer was asked to remove the scope and clean the contacts with an alcohol prep pad, then dry and try it again. A b30 error was received. Upon testing the same scope with another clv-190 there were no errors and the image looked correct. A second scope was tested with the original clv-190 and it displayed a fuzzy screen and a b30 error. The issue appeared to be related to the clv-190. As the issue was unable to be resolved the customer was transferred to the national service center. The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined the scope socket was faulty causing the b30 error when plugged into 190 scopes. However, it was noted, the e216 error was not observed during testing. In addition, the bulb had thermal paste on it and needed to be cleaned. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the evis exera iii xenon light source displayed a "fuzzy image" along with an e216 prior to an unknown diagnostic procedure. A b30 error was also received while troubleshooting. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code b30 due to a faulty scope socket. The specific root cause of the faulty scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.